Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated and based on the information provided, a cause for the reported unspecified tissue injury/damage cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed a2p2. Severe mr was observed at a3p3, so the physician decided to retract the clip into the left atrium (la) and reposition it. The clip was repositioned and deployed at a3p3. To further reduce mr, an xt clip was inserted and placed at a2p2. However, when the clip closed, new mr was observed around the valve belly of the posterior leaflet as the valve appeared to be torn. The physician tried to treat the tissue damage with xt clip, but was unsuccessful. Therefore, the xt clip was removed and procedure was discontinue. Mr was reduced to a grade of 3-4. The following day, mitral valve replacement was performed.